Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) of the right optic with no complications. On post op month 1, patient was noted to have pain in his right optic with his visual acuity at 20/25. On (B)(6) 2012, an uneventful yag capsulotomy was performed. The surgeon suggested the patient use pilocarpine to both optics. It was determined by the surgeon that an implantation of a z9002 should be conducted in the left optic to avoid potential issues with glare, and starburst effect. Prior to second implantation, patient was reported to have symptoms of glare fixated nasally in the visual field. No additional information was provided. A separate medical device report is being submitted for the left eye.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.